Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the anchor and suture strings off the device. The proximal end of the anchor is fractured away on one side, the suture strings are intact and through the suture window. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. There is a definitive clinical root cause. Based solely on the results of the product evaluation the root cause of the reported issue was the result of a user vs procedural variance. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ no further risk to the patient is anticipated as a result of the additional bone hole. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the osteoraptor anchor was fractured. All the broken pieces were retrieved from the patient with tweezers. Surgery was completed with a back-up device in an additionally drilled bone hole. There was a surgical delay of 1-30 minutes, and no further complications were reported.